Manufacturer narrative:
Product ID: 8709sc, serial# (B)(4), product type catheter. (B)(4).

Event description:
It was reported that the patient experienced seroma related to a catheter migration that occurred (B)(6) 2011. The patient was examined (B)(6) 2011 and found to have increased pain and slight swelling at the site. A contrast study was done and found the catheter to be out of the spinal canal and in soft tissue. The catheter was replaced (B)(6) 2012 and disposed of according to biohazard instructions. It was noted that the event was possible related to the implant procedure. The patient recovered without sequelae. The device system was used to deliver morphine.